Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed. Several error 43 and 45 were found which could have contributed to the reported event. The device was not sent back for investigation as repaired were performed locally. Due to the reported issue and as per technical manual instructions, recommended repair action was to replace the display board which was sent to brézins for further investigation. After compliant visual check, the display board was cross tested on a test bench. When switched on the device displayed a blank screen and triggered a continuous alarm. The reported event was reproduced and was due to a defective lcd block from display board. To our knowledge this complaint was not being related to patient safety. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
When device is switched on, immediately there is a continuous beep and the backlight is on. After replacing display board, problem is solved. Error 43 (lcd controller communication error) and error 45 (lcd load pump voltage error). More information is needed to complete the investigation.